Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30-40 mg/dl, and seizures reportedly resulting in brain damage. The cause of the low bg was unknown. The customer was transported via ambulance to the hospital and subsequently hospitalized in the intensive care unit. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however customer sustained brain damage as a result of the event. Pump data review by tandem technical support confirmed the pump was functioning as intended.